Event description:
It was reported that perioperative antibiotics were administered during the patient's implant, however signs of an infection were seen on (B)(6), including redness and swelling at the pocket site. The patient's neurostimulator and extension were explanted in (B)(6), and the patient was treated with IV antibiotics and oral antibiotics. A culture of the pocket site was taken, however nothing grew out. The patient was re-implanted on (B)(6).

Manufacturer narrative:
Product ID 389033, lot# v061767, serial# implanted: explanted: product type lead product ID 37744, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3708360, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type extension. (B)(4).